Manufacturer narrative:
Insulin pump passed the displacement test. However, pump error 63 alarm (variable info=3) during self test and confirmed in the pump history due cold solder joint on u1 keypad assembly. Unable to verify error 4 alarm due to 63 alarm during rewind noted.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.